Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient thought it got turned off from airport security. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient didn't think her implant was working. The patient stated that it wasn't helping her symptoms. The patient mentioned that she could change the programs but couldn't increase. Trouble shooting attempts were made and the patient synced with the patient programmer and stimulation was off. The patient noted that she thought something was wrong with the meter, but the patient wasn't sure how it got turned off. The patient turned therapy on and confirmed feeling stimulation in the correct area. The patient mentioned that they would monitor and thought it hasn't been on for a while. Additional information was received. It was reported that the meter shut off but it was corrected with the call and the patient turned it on herself. The patient stated that it was working now. There were no symptoms or further complications reported or anticipated.